Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was removed from service due to elevated threshold measurements. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.